Manufacturer narrative:
Per the manufacturer's technical support specialist, when the hospital air lines were connected to the heart lung machine from the power module it failed the leakage test. When the air lines was disconnected from the power module, it then passed. The user facility's biomedical technician has been notified that the source of the high leakage is from their equipment and equipment belonging to the manufacturer.

Manufacturer narrative:
The field service representative (fsr) determined that the air lines from the hospital power module to the pole mounted blender caused the high leakage. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, a high leakage current was observed from the power module. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's technical support specialist, when the hospital air lines were connected to the heart lung machine from the power module it failed the leakage test. When the air lines was disconnected from the power module, it then passed. The user facility's biomedical technician has been notified that the source of the high leakage is from their equipment and equipment belonging to the manufacturer.